Manufacturer narrative:
.

Event description:
It was reported the patient was not doing well. The patient was found unresponsive on (B)(6) 2015 by his caregivers in the group home. Ems was called and CPR was performed. The patient was taken to the hospital. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later explained by the physician's office that the patient had stopped taking his medication prior to being found unresponsive in his group home. The lack of medication was noted to be the cause of the unresponsiveness. Additionally, it was noted the patient had passed away on (B)(6) 2015. The death was also caused due to the patient not taking his medications and was unrelated to vns.

Manufacturer narrative:
Information was inadvertently reported incorrectly on the initial MFR. Report.

Manufacturer narrative:
Type of reportable event: the type of reportable event was inadvertently marked as serious injury.